Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed. However, the reported issue could not be reproduced. The investigation results were inconclusive, and a root cause for the issue could not be identified.

Event description:
Additional information was received and it was reported that the physician wanted to perform a 3d transesophageal echocardiography (tee) procedure using the z6ms. During use, the transducer intermittently displayed a usacquisitionhw_0 fault message and then subsequently locked the ultrasound system. The physician switched to a v5m proble to complete the intended procedure. There was a 20-30 minutes delay to obtain the new probe and the system had to be power-cycled to recover. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the event information (see section b5), correct the common device name (see section d1), update the device available for evaluation (see section d10), provide/update additional initial reporter information (see section e1)), correct the health professional information (see section e2), delete the reporter's occupation (see section e3), update the manufacturer contact information (see section g1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6) and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, physical investigation of the device could not be performed. The savelogs were not captured and were not reviewed. The most likely cause of the reported event could not be conclusively determined.